Event description:
Healthcare professional inquired about patient's claim. Patient reported "pain, deflation and concern with the product". Healthcare professional later reported "malposition, capsular contracture baker grade iii, and exchange of textured device due to patient's concern with product.". Patient later reported "deformality and indentation". This record is for the left side. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3, deflation.